Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycemia. The reporter states that she labile blood glucose had levels for three weeks prior to the hospitalization. No amount of troubleshooting measure seemed to stablize her blood glucose. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufactuere for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.